Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that issue was caused by the camera horizon flipping 180 degrees and the customer did not reset the arm position with the port clutch after changing scopes. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, intuitive surgical inc. (Isi) representative stated that there was an issue with a camera horizon flipping 180 degrees. The customer did not reset the universal surgical manipulator (usm) arm position with the port clutch after changing the endoscopes. Additionally, the surgeon was not able to flip the endoscope from the console. After the procedure both endoscopes were installed and working normally. The procedure was completed with no reported injury.